Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer main 4.1 was broken. A field service engineer found that the main drawer half height 4.1 rails were damaged and the drawer could not be closed and verified that the bearing cage was damaged. Replaced the half height drawer using a drawer from a customer unit from another campus. All cubies were manually released and reinstalled into the replacement drawer. Drawer positions were reassigned, and hardware test application testing was completed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 11ls main drawer 4.1 was broken and would not close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.